Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): the distal portion of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defib conductor was stretched, the outer tubing overlay was pulled apart due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the helix was distorted/bent and there was blood in/on the lobe mechanism.

Event description:
It was reported that the device had sensing difficulty and that the lead had high impedance and had dislodged. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.